Manufacturer narrative:
The reported malfunction was observed and attributed to a sys interconnect flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer output resets to zero. Complainant indicated that there was no pt involvement in the reported malfunction.